Manufacturer narrative:
The reagent lot number is 672510. The expiration date was not provided. The field service engineer (fse) adjusted the sample pipettes, cleaned the reagent probes, performed gear pump pressure adjustment, adjusted dispensing volumes, performed cuvette and photometer calibration, and cleaned vacuum pipes, valves, and dilution mixers. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas c513 analyzer commercial system compared to a d-100 analyzer. The initial a1c-2 result on the c513 analyzer was 6.26%. The d-100 result was 5.5%.